Manufacturer narrative:
Eval summary: cause of wear of femoral component bearing surface could not be determined. Eval codes: device and x-rays were not returned for review. Mfg records are intact, conforming and indicate that the product was MFR and packaged to spec.

Event description:
It is reported that the device was implanted in 1994. The device was revised in 2006. Cracks and wear were observed upon revision.